Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery the t8 cannulated hexalobe driver tip broke into multiple pieces after trailing screw entered the bone. It was also reported that all the broken pieces were retrieved. The surgery was completed with an at3 mini driver after a 15-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00301 for the driver involved in this event.